Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patella clamps both have plastic pieces broken. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found signs of breakage at the pfc* patellar cementing clamp. Additionally the rubber insert was missing, a root case cannot be determined. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the pfc* patellar cementing clamp would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (h0605) provided is not a valid finished goods lot#.

Event description:
It was reported that the patella clamps broken plastic piece.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.